Manufacturer narrative:
(B)(4) date sent 4/9/2026 d4 batch #561d45. Investigation summary the product was returned for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws in closed position, the closure trigger broken not returned, a 12 mm trocar inserted in the shaft of the device and the device returned articulated to the left side. Upon visual inspection, the knife was noted partially advanced and a gst60g reload was loaded in the device. Further evaluation shows that the closure trigger top was broken preventing the device from being opened. The device was disassembled and the reload was removed from the jaws. The reload returned partially fired 1/16. In addition, the device passed through a12 mm trocar without any problem. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The event described of instrument compatibility could not be confirmed as the device passed through the trocar and a canula without difficulty. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 561d45, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 3/19/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was this the first firing of the device or subsequent firing? - did the surgeon use one or two hands in an attempt to fire the device? - what is the surgeon¿s experience with the device? - what troubleshooting steps were taken in an attempt to open the device? - was the device locked on tissue when the issue occurred? - how was the device eventually removed from the tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the knife didn't come out of the device, it could not be fired and didn't open afterwards. The device handle was broken. They couldn't pull out of the trocar, so it had to be converted to open surgery instead of laparoscopic surgery.

Manufacturer narrative:
(B)(4). The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was this the first firing of the device or subsequent firing? It was the first firing. Did the surgeon use one or two hands in an attempt to fire the device? Unknown. What is the surgeon¿s experience with the device? Yes, he use the device more than 10 years. What troubleshooting steps were taken in an attempt to open the device? They tried to remove the device from the tissue but is wasn¿t possible. Was the device locked on tissue when the issue occurred? Yes it was on the tissue. How was the device eventually removed from the tissue? They opened the abdomen and they used an opened stapler and cut with a surgical blades the stuck tissue.